Event description:
The customer reported several incidents in which there was a bubble in the silicone segment where the tubing is loaded in the pump. No specific event details were provided. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.